Event description:
It was reported that during a supply change the ilet displayed an unable to proceed message and repeatedly restarted, and the event was associated with a complete blockage related to the tubing component; after removing all supplies, a dry run succeeded and a supply change with new supplies allowed delivery to resume, though the device ultimately required replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a complete blockage traced to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.